Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. The patient experienced redness and swelling at the pocket site and reported pain that was difficult to tolerate. In addition, the lead was visible beneath the skin. There were no additional adverse patient effects reported. This pacemaker was explanted.